Event description:
It was reported that low out of range high voltage lead impedance was noted. The issue appeared to be transient and upon update, measurements went back into range. The device remained implanted and monitored.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.